Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: review of the part confirmed thread damage depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of the batch indicated shows an initial conformance of the product with regards to his specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thread was damaged.